Event description:
It was reported that the balloon deflation/removal was difficult. On (B)(6) 2013 that catheter was placed in the patient with 3.5ml of water. On (B)(6) 2013 upon removal of the catheter the user gently inserted the syringe into the catheter inflation valve and allowed pressure within the balloon to force the plunger back as it filled with water. It took some time until the balloon was completely deflated. Once all of the water was removed from the balloon the user attempted to remove the catheter but resistance was felt. The user then applied ky jelly and was then able to remove the catheter. Once the catheter was removed, it was noted that the tip of the catheter was sticking out to either side of the catheter tube.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.